Event description:
The customer complained about a false positive reaction of the anti-b reagent of erytype s abd+ rev a1,b during a pq run on tango optimo. The customer encountered a previous a+ sample with an anti-b well that was "+/-." The b cell was 3+. He reviewed the well, then edited it as "1+." The information delivered and instrument specific data were reviewed. The result display of the sample in question shows a flag (hand) not only related to the anti-b well but also on the level of category results. This flagged overall result is unequivocal evidence that at least one of the result categories [ ab0 / rh / phenotype / kell / abs ] was edited manually. As per definition, any validator has the right to change a result not only on the level of the single well but also on the level of any result category. If editing a result category manually it is possible to validate the corresponding result (until there is an entry in the "remarks" box) even if the individual results of the single wells are not plausible. Exactly this has been done by the customer in this case. Taken together, the reported issue displays no malfunction but an instrument specification any validator may employ to shift a result to meet his assessment. We´d like to point out that the consequences related to any manual change made to the results proposed by the instrument lies with the sole responsibility of the validator. We will send in our final report on this incident as soon as we'll get the test results for the affected erytype s abd+rev a1,b lot from our quality control laboratory.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained about a false positive reaction of the anti-b reagent of erytype s abd+ rev a1,b during a pq run on tango optimo. The customer encountered a previous a+ sample with an anti-b well that was '+/-.' The b cell was 3+. He reviewed the well, then edited it as '1+.' The information delivered and instrument specific data were reviewed. The result display of the sample in question shows a flag (hand) not only related to the anti-b well but also on the level of category results. This flagged overall result is unequivocal evidence that at least one of the result categories [ ab0 / rh / phenotype / kell / abs ] was edited manually. As per definition any validator has the right to change a result not only on the level of the single well but also on the level of any result category. If editing a result category manually it is possible to validate the corresponding result (until there is an entry in the "remarks" box) even if the individual results of the single wells are not plausible. Exactly this has been done by the customer in this case. Taken together the reported issue displays no malfunction but an instrument specification any validator may employ to shift a result to meet his assessment. We´d like to point out that the consequences related to any manual change made to the results proposed by the instrument lies with the sole responsibility of the validator. The customer had sent the tango images but neither the allegedly defective product nor the sample. Hence our quality control laboratory tested the retained sample of the allegedly defective lot with different controls and red cells. All positive and negative reactions were correct. Testing by the quality control laboratory confirmed the allegedly defective lot of erytype s rh+k type functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.